Event description:
End user reported that the seat on his 65650r rollator broke while he was seated. User stated that he was at the doctor's office, waiting outside because there is no waiting room when the seat fell through. User sustained a sore back & neck along with a few scrapes (bleeding) on both elbows. User did not tell doctor it happened, did not seek medical attention.